Manufacturer narrative:
The ventilator was evaluated and the customer reported condition was confirmed. To resolve the condition the oxygen sensor cable was replaced. The ventilator passed performance verification testing, short self-testing, and extended self-testing.

Event description:
It was reported that the ventilator generated an oxygen sensor disconnects. The ventilator was not on a patient at the time of the event.